Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: d10,e2

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module and was able to complete all calibrations, performance and safety tests with no further issues. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) blood was found inside the unit, affecting scroll compressor and safety disks. There was no patient harm reported.